Event description:
The patient was reportedly experiencing intermittent lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Revision surgery has been scheduled.